Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-02-29 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-02-29. Data for the described event date of 2024-03-02 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-02-29 at 2:14pm. No manual bg entries were found in the logs. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs shows the ilet was appropriately dosing or suspending insulin in response to the user's cgm glucose levels. The user experienced periods of cgm disconnection throughout the afternoon and evening prior to the event, resulting in the user making several attempts to re-establish cgm connection. Cgm glucose was in range for much of the day prior to the event, going below range from 9:01 pm to 9:47 pm (0 minutes less than 54 mg/dl, nadir cgm glucose 55 mg/dl), from 10:47 pm to 12:47 am the following morning (55 non-consecutive minutes less than 54 mg/dl, nadir cgm glucose 46 mg/dl), and finally from 2:42 am to 3:07 am (15 minutes less than 54 mg/dl, nadir cgm glucose 51 mg/dl). No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered all cgm glucose alerts and was not found making basal requests for insulin throughout the low event. Two cartridge change operations were noticed before the low event where a total of (B)(4) units were primed during tubing fill. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the ilet report, device logs, and case notes, the likely assignable cause for this hypoglycemic event is over-estimating the carbohydrate content of the food the user was eating when announcing for their meals, resulting in too much insulin delivery and subsequent hypoglycemia. Given the nature of the hypoglycemic event and the treatment used to resolve the hypoglycemia, it is unlikely the user was connected to the ilet during the two large tubing fill events. Attempts to follow up with the user to determine if they were connected to the ilet during the tubing fill events have been unsuccessful.

Event description:
On 3/4/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event. The event occurred on (B)(6) 2024. The cds followed-up with the user about the event on 3/4/24. The user stated she gave herself 2 separate meal announcements on saturday night ((B)(6) 2024), which she now realizes is what caused the low bg. The user stated said she thinks she gave herself a "more than" and a "usual" meal announcement. The user did eat twice, noting she was at a party, but says she was not carefully assessing what she was eating. The user said the ilet and her phone were displaying "brief sensor issue- wait up to 3 hours" and she started sweating. The user then told her husband she wasn't feeling well, went into the bathroom with him following behind her, and she started to collapse. Her husband caught her and put her on the bed. The husband gave her juice and a glucose tab, and he called ems. Ems gave the user a gel packet and a peanut butter sandwich. The cds asked the user if ems checked her bg. Ems said the user was talking and aware of her surroundings, so they did not check her bg.